Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta plus3 10cm white tubing ruptured and leakage. This occurred on 3 occasions. The following information was provided by the initial reporter: for the third time this week, the extension set ruptured (visible cut in the extension set) during contrast infusion on CT. This incident causes the patient to have to repeat the study and the patient is soaked head and body with the extravasated contrast. In all of them has a drug leak occurred on patients or has this occurred in only one of the cases? The events occurred during the infusion of iodinated contrast during the performance of CT with intravenous contrast. When the extension set broke, the contrast came out pouring onto the patient (approximate amount of 120 ml of contrast and serum).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-13, h6: investigation summary bd received a sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. The reported failure cannot be replicated in our manufacturing process. The sample underwent internal leakage testing to observe the products reaction to pressures. The device passed our internal testing, showing the tubing is within specification. The root cause of the failure is associated to improper use of the device. It is recommended to review the instruction for use documentation that comes with bd products to ensure the product you are using is proper for your task. Following the instructional material provided will ensure that products have the lowest chance of failing during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that connecta plus3 10cm white tubing ruptured and leakage. This occurred on 3 occasions. The following information was provided by the initial reporter: for the third time this week, the extension set ruptured (visible cut in the extension set) during contrast infusion on CT. This incident causes the patient to have to repeat the study and the patient is soaked head and body with the extravasated contrast. In all of them has a drug leak occurred on patients or has this occurred in only one of the cases? The events occurred during the infusion of iodinated contrast during the performance of CT with intravenous contrast. When the extension set broke, the contrast came out pouring onto the patient (approximate amount of 120 ml of contrast and serum).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that connecta plus3 10cm white tubing ruptured and leakage. This occurred on 3 occasions. The following information was provided by the initial reporter: for the third time this week, the extension set ruptured (visible cut in the extension set) during contrast infusion on CT. This incident causes the patient to have to repeat the study and the patient is soaked head and body with the extravasated contrast. In all of them has a drug leak occurred on patients or has this occurred in only one of the cases? The events occurred during the infusion of iodinated contrast during the performance of CT with intravenous contrast. When the extension set broke, the contrast came out pouring onto the patient (approximate amount of 120 ml of contrast and serum).